Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking was not determined. The rep reported that impedances were checked. The rep reported that they suggested that the patient lower the amplitude and see if that helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-16. The hcp stated that the patient was having an unrelated MRI and they were having lumbar pain but the hcp stated that it was unrelated to the system as it was the reason for the scan. The patient claimed that the lead migrated up and the x-rays showed that the lead was at the t6 level. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial#:(B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that the patient was experiencing a shocking sensation near the top of their surgical lead and/or on either side of the lead. The caller reported that this was prompted by movement, such as when the patient moved their arms in a certain way or twisted their shoulders. Impedances were normal an 0.7v between 800-1200 ohms. It was reported the patient had fallen in january or february of that year but it was unclear if this was related to the shocking the patient was experiencing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for mh 2/6/2018